Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was provided to the manufacturer. Based on the log file the reported event could be confirmed and a faulty cable harness spirologsensor was determined to be the root cause of the issue. During the device analysis the result of the log analysis could be confirmed and the cable harness was replaced. After replacement the device passed all tests. The cable harness spirologsensor is part of the expiratory flow measurement which is used to control and monitor the ventilation. In case of a faulty flow measurement e.g. Due to contact problems with the cable harness, this can result in the reported deviations. The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. The instructions for use advise the user to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that at approximately 1:00pm to 1:30pm the device stated making a vibrating sound and displayed inaccurate mv values while ventilating a patient. There was no patient injury.